Event description:
It was reported that pumps wake button did not function as expected and remained extremely difficult to press. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump.